Event description:
It was reported that when using the bd pyxis¿ es server one patient was not crossing over to pyxis rcedrx and was not on the server as well. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient associated with the reported visit identification (ID) was in a placeholder status on the es server, with the patient's name appearing as unknown. A technical support specialist (tss) logged into server and verified based on knowledge article (ka) orders not showing (placeholder). Then explained to the customer that in pes, a placeholder status was created when a medication order was received before the patient details are fully transmitted through the adt interface. Clarified that as long as minimum required information such as patient ID, visit number, and facility details were available, the system generates a placeholder visit to allow orders to be received in advance. Informed that these placeholder patients remain visible only on the server under the visits and orders page and would not appear on the dispensing device until they are converted into a valid adt or system patient. The customer confirmed that the issue was resolved after understanding the behavior. The system functioned as intended after the technical support specialist investigated the device.